Event description:
The customer reported that the rui (remote user interface/ joystick) was not working. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A repair quote was issued and is pending a response from the customer.